Event description:
Per (B)(4), dealer is stating the legrests keep falling apart and they've lost some of the hardware.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. The malfunction has not been confirmed.